Manufacturer narrative:
The device was returned to the zoll failure analysis lab for investigation. Powered the unit into user mode resuming same patient settings, unit was ventilating normally without any alarms. Noticed that the ltv charge status remains red indicating an issue with internal battery. While the unit was ventilating, disconnected ac power, unit immediately shut down. Removed and inspected internal battery, found no physical anomalies. Battery was manufactured on 08/03/20. It is unknown when the battery was installed and is close to being 5 years old. The reported problem was confirmed through the event trace and duplicated during function check. Internal battery p/n 18608-001 l/n 2032 rev. D has failed and needs replacement due to lack of maintenance. The claim will be closed as device meets specification, as the device functioned as expected despite being used with a poorly maintained battery. Zoll recommends battery replacement as part of the 4-year preventive maintenance (pm), which the customer did not perform.

Event description:
Complaint alleged that before use, the device inappropriately shut down when unplugged. Complaint indicated that there was no patient involvement in the reported issue.